Manufacturer narrative:
The following devices were not returned to the manufacturer. It is currently unknown which of these batteries were involved in the event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack (B)(4) - battery / catalog number 1650de / expiration date 2015-05-31. UDI #: unknown. (B)(4) - battery / catalog number 1650de / expiration date 2014-09-30. UDI #: unknown. (B)(4) - battery / catalog number 1650de / expiration date 2015-01-31. UDI #: unknown. (B)(4) - battery / catalog number 1650de / expiration date 2015-05-31. UDI #: unknown. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power sources made poor connection to the controller. After changing the batteries, there were no further problems. There was no impact on the patient.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6): the battery passed visual inspection and functional testing. (B)(6): the battery passed visual inspection, but failed functional testing. Method code: 10, 23, 38 result code: 120 conclusion: 25 (B)(6): the battery passed visual inspection and functional testing. Method code: 10, 23, 38 result code: 213 conclusion code: 71 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: three batteries ((B)(6)) were returned for evaluation. One battery, (B)(6), was not returned for evaluation. Failure analysis of the lishen battery (B)(6) could not be performed as the device was not available for analysis. As part of fscadec2015 b was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. A review of the non-returned battery¿s manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Controller log files were not available for analysis. Failure analysis of the returned devices revealed that batteries (B)(6) passed visual examination and functional testing. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing of the battery revealed that the device was received in a sealed state. As a result, test equipment is not able to obtain the battery information; however, the sealed state does not impact normal operation. A communication error in non-smr controllers most likely unintentionally sealed the battery. This is an additional observation not related to the reported event. As a result, the reported poor mechanical connection could not be confirmed on (B)(6). Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to, but not limited to, connector damage, bent pins and/or connector wiring failure. Other devices involved: d4: (B)(6) - battery h6: FDA device code: c62952 FDA method code: 3331, 4114 FDA result code: 131 d4: bat045361 - battery h6: FDA device code: c62952 FDA conclusion code: 67 d4: bat041246 - battery h6: FDA device code: c62952 FDA result code: 3213 FDA conclusion code: 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.